Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, high, out of range pacing impedance was observed. Upon interrogation, an episode of noise reversion from (B)(6) 2015 was observed. The noise was not reproducible. The patient will continue to be monitored.